Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler did not pipette the correct amount of lyse buffer in well position a2 and no error message was given. A field service engineer was dispatched and could not duplicate the problem. Fse replaced all plunger clamps, tip clamps and compression springs. No death or serious injury was associated with this event.